Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited p-wave and t-wave oversensing. Technical services (ts) was consulted and reviewed stored data. Ts noted the patient had previously received a shock as inappropriate therapy due to oversensing of myopotential noise. Additionally, ts noted the smart pass feature had been disable due to the patients' rhythms low amplitude. This device remains in service. No additional adverse patient effects were reported.